Event description:
It was reported that a user experienced nocturnal hypoglycemia when going to bed with elevated glucose, while overnight glucose remained stable if in range at bedtime; daytime glucose control was described as satisfactory, and the user treated lows with apple juice per prior guidance. Symptoms included hypoglycemia. Outcomes included troubleshooting and education, including a recommendation to consult the physician and discuss diet. Investigation included a review of use pattern and user feedback, with no device alerts or alarms reported. Investigation of this case revealed no device malfunction or alarm-related issues and no identifiable device component failure, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.